Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb signs of fluid droplets on the video image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the cmos-m with drive pcb cloudy (not clear view), the led cover glass leak, the distal body worn out, the angle wire hard to move, the led cover glass signs of moisture or fluid under and the cover glass; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.